Event description:
(Bilateral) knee revision required as components loose. Surgeon concerned as only 4 years after primary procedure. Insert showed marked symmetrical wear & pt had florid foreign body reaction & severe femoral & tibial osteolysis. The baseplate, insert & femoral component were replaced.